Manufacturer narrative:
The pod was received with the cannula fully deployed. Investigation found that there was a hole in the soft cannula on the exposed portion where the fluid flowed out of during the fluid path test. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports that after exercising he gave himself a bolus and his blood glucose (bg) reached 376 mg/dl while wearing the pod between 36 and 48 hours on the arm. As treatment, the patient gave himself a manual injection of insulin and removed the pod.